Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. There was evidence of contamination found under all key contacts.

Event description:
A distributor reported that the keypad buttons were intermittently unresponsive.